Event description:
The customer called to report that the head section of this advanta bed goes down after going up 3 to 4 inches when the head up function is activated.

Manufacturer narrative:
The bed started working properly and the hill-rom technician could not get the problem to reoccur. He has placed the bed back in use since the bed is no functioning properly.